Event description:
It was reported to boston scientific corporation that during a anterior apical repair procedure using an uphold vaginal support system, the physician successfully threw the leg assemblies through the patient's sacrospinous ligaments. However, when the physician attempted to complete pulling of the first leg assembly through the ligament while using hemostats, he experienced significant resistance. When he used more force to pull the leg assembly, the dilator bunched behind the ligament, and the needle, with a piece of suture, detached. Reportedly, the needle, with the piece of suture, was being grasped by the hemostat at the time of its detachment and did not fall loose inside the patient. The physician removed the partially implanted device from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
(B)(4).